Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump. The customer's blood glucose level was unknown. The customer states that the insulin pump was stuck in the preparing to prime loop. The customer states that the reservoir and tubing connector are dry. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and motor error alarm during the basic occlusion test due to protruded loose drive support disk. The motor passed the motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.